Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suture cut needle driver instrument snapped while the surgeon was using and on the 3rd pass of the vaginal cuff closure. The wire/pulley snapped and instrument was immediately removed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: reporter stated that they did not experience and issues with the opening and closing of the grips that the instrument broke. There were not any issues with the left and right, or the up and down motions. There was one frayed/broken cable at the working end of the instrument. They resolved the issue by removing the instrument and using a new one. No patient demographics provided.